Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of ¿turn off¿ was reproduced. When tested on battery mode a review of the event history log revealed an improper shutdown message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery pin contact on the rear case resulted in improper contact with the battery from dried liquid substance. On the back flex the back flex battery contact pin will be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off without any user input. This occurred at power up in the surgery department. There was no patient involvement. No additional information is available.